Manufacturer narrative:
Results- visual inspection of the returned product showed that both lens haptics were torn off along with some of the lens optic. Clear surgical residue/ debris on the product. Conclusion- based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens and the lens tore. The lens was removed without enlarging the incision. No patient injury.